Event description:
The customer reported intermittent problems with the vertical lift. No pt injury was reported.

Manufacturer narrative:
The service rep checked overall operation and verified the system performs as intended.